Event description:
On (B)(6) 2009, the patient reported that occasionally, she does not receive the beep and vibration confirmations when the up and down buttons are pressed. She noticed this 2-3 weeks ago. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.